Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing in primary vector. The patient was hospitalized, and isometrics performed were able to reproduce detected myopotentials in the other vectors. Therapy was turned off during that time, the patient was equipped with a lifevest, and x-ray imaging was ordered. No additional adverse patient effects were reported. No further information was provided from this particular hospitalization. Additional information later received indicates the patient presented to a different hospital for a second option. Technical services insights from the original case were forwarded to the second physician, including both programming recommendations and invasive options. Approximately one week later, the physician contacted technical services again during troubleshooting. All vectors showed some oversensing of myopotential signals. Primary with 2x gain appeared to show the best sensing qualities. The device was programmed to primary vector using 2x gain. Smart charge was programmed to its maximum of 17 intervals. The patient will be equipped with latitude communicator to follow sensing performance. The local boston scientific field representative was informed to provide the latitude communicator. To date, no additional information has been provided. Should pertinent information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing in primary vector. The patient was hospitalized, and isometrics performed were able to reproduce detected myopotentials in the other vectors. Therapy was turned off, the patient was equipped with a lifevest, and x-ray imaging was ordered. No additional adverse patient effects were reported. Additional information: the patient presented to a different hospital for a second option. Technical services insights from the original case forwarded to the second physician, including both programming recommendations and invasive options.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to myopotential oversensing in primary vector. The patient was hospitalized, and isometrics performed were able to reproduce detected myopotentials in the other vectors. Therapy was turned off, the patient was equipped with a lifevest, and x-ray imaging was ordered. No additional adverse patient effects were reported.